Event description:
During the baxter elevation of a pump it was found that the device constantly alarms for downstream occlusion.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation experienced constant "downstream occlusion" alarms caused by a failed downstream sensor. Review of the history log shows multiple "downstream occlusion" alarms. The downstream sensor and pusher will be replaced.